Event description:
After cleaning my CPAP machine I got green and with puss like stuff in my throat that I had to get out with paper towels. After checking on line I found that mold was put into my machine. I had to add an extra filter on to my CPAP machine. I'm replacing all my tubing and filters on my soclean machine and CPAP machine. When I use the soclean machine and after it's done cleaning my CPAP machine my mask spells like chemicals. Reason for use: to clean CPAP machine.